Manufacturer narrative:
.

Event description:
It was reported that the pt then experienced increased spasticity several months prior to pump replacement for suspected battery depletion in 2007. The pt had been receiving lioresal 2000 mcg/ml at a dose of 237.6 mcg/day which was decreased at implant to 120mcg/day. The first day postop, the pt experienced increased spasticity, tachycardia and diaphoresis. A study was performed; no migration, disconnect, kink or disruption of the catheter was noted; catheter tip at t7-8. Adjustments including bridge bolusing, single bolus and daily dose increase were made. The pt has continued to struggle with symptoms including variability in weakness and tone, noted to be differing in upper and lower extremities, urinary retention, tingling, cough, twitching in arm and remains at a lower level of function than prior to replacement. The pt was hospitalized briefly for monitoring of functional activities and consideration of dosing and/or addition of botox. The hcp is considering add'l troubleshooting and possible revision of the catheter. The current daily dose is 84 mcg/day.